Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called and she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was over 900 mg/dl when paramedics arrived. Customer stated that she has been very stressed taking care of her husband that she forgot to take care of herself. Customer stated that she did not even see that she did not have insulin in her reservoir. Nothing further was reported.